Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found cable scratches, foreign matter adhesion at the tip of the outer tube, a chipped objective lens, poor lighting due to broken light guide bundle, knock noise due to charged coupled device failure, and a dented outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video telescope "endoeye hd ii", 10 mm, 30°, was returned and evaluated. Inspection and testing of the returned device found the device displays a green image due to cable failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the color malfunction ¿green and purple image,¿ is due to a defect in the cable unit. Furthermore, the failure mode above is described in CAPA-150p-007, but an in-depth root cause analysis is performed in the CAPA-151p-024. Therefore, the root cause is explained in CAPA-151p-024. See excerpt below: ¿1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig (B)(4) not fully suitable for soldering process ¿ cables and soldering joints are under stress during the manufacturing process, and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ olympus will continue to monitor field performance for this device.